Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including the pacer pm testing and pacing after debif cycling without duplicating the report. The processor/bridge/pace board and the ECG board were replaced as a precaution. The device was recertified and returned to the customer. Review of the clinical data log files confirms that the device was unable to capture, but we are unable to confirm a device malfunction. Analysis of reports of this type has not identified an increase in trend.